Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was contamination on the battery board contacts. The cause of the faults and inability to charge the batteries is the contamination on the board contacts. The cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged boards. The pt received replacement charger/modem.

Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his charger/modem. The pt's downloaded data revealed recurring battery charger faults. The pt was provided with a replacement charger/modem.